Event description:
There is a defect in the casing and there is an error with the green cable. No other information available. There was no reported patient consequence. Elsg order number 05.1309.RMA number 10004801